Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2019-124295. 1818910-2020-02436 is being retracted as it is a report duplication. 1818910-2019-124295 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total knee to address aseptic loosening of tibial tray. Date of implantation: (B)(6) 2013; date of revision: (B)(6) 2019; (right knee). Treatment: tibial tray and tibial insert revised.